Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that mesh round 15 cm polypropylene prosthesis was implanted at the umbilical abdominal wall during a laparoscopic procedure for an umbilical hernia, and that about one month after the operation the patient experienced recurrent umbilical hernia/umbilical recurrence, an eventration orifice noted intraoperatively, chronic unbearable abdominal pain at the navel/prosthesis location (including pain after walking about 100 meters that decreased when lying on the back), back pain, a burning sensation in contact with clothing, necrosis including fat necrosis, scar stigmata with irregularity of the scar path, splenomegaly, weight loss of more than 13 kg, retraction of the navel, and a subumbilical seroma that was extremely sensitive to palpation, with functional impairment including inability to work and being unable to do anything for six and a half months. Moreover, multiple computed tomography scans, ultrasounds, and mris were reported by the patient. An abdominal wall ultrasound performed for pain and palpation of a supraumbilical mass demonstrated a lateralized supraumbilical nodular echogenic infiltration measuring 21 mm x 10 mm with a central fluid image of 9 mm, with no obvious hernia recurrence, and the findings were reported as possibly evoking an infectious process with consideration of follow-up after possible treatment.